Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level in 50 mg/dl range. Bg cause was not known. Customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 57 mg/dl was recorded by continuous glucose monitor (cgm) at 11:56:08 pm on (B)(6) 2020. On (B)(6) 2020, at 5:01:29 pm, user made a bolus request without entering current bg. Making bolus requests without entering current bg could lead to a low bg event. A tubing fill of size 12.0 units was observed on (B)(6) 2020 at 5:23:07 pm. If user did not disconnect during the ¿fill tubing¿ step of the cartridge change sequence, insulin would be delivered, and this could cause bg levels to drop. On (B)(6) 2020, at 6:54:13 pm, user made a bolus request without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.